Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient complained of general malaise and was taken to the emergency room. The patient has subsequently resumed their hemodialysis treatments without issue. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
There is a probable causal relationship between the event of the patient¿s blood loss and general malaise with subsequent transport to the ER and completing hd treatment on the 2008t machine with use of the optiflux 160nree dialyzer. The dialyzer leaked causing the patient to have a blood loss of approximately 250ml. Based on the provided information it cannot be confirmed if this patient blood loss caused by the leaking dialyzer is the cause of the general malaise, however, based on the course of events it is likely. Plant investigation: device evaluation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood within the returned sample. However, after destructive disassembly of the sample, a potted fiber fragment was identified at approximately 180°, with the dialysate ports situated at 0°. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. It was noted that there was one other reported complaint against the lot addressing an internal blood leak. The identified complaint was noted as being reported by the same clinic as the current investigation (no sample was provided for this event). An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters.